Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose level. Customer stated that last night changed the infusion set blood glucose was 223 mg/dl and went up to 347 mg/dl, and infusion set was bent. Customer stated tried 3 infusion set and blood glucose was 427 mg/dl. It was unknown that auto mode feature was active at the time of high blood glucose. Customer also stated insulin flow block alarm at the time of filling tubing. The insulin pump will not be returned for analysis.